Event description:
Customer reported a sicu patient was on heparin 25,000 units/250 cc normal saline drip running at 12 cc/hr (1200 units per hour) via a primary line. A new bag was hung at 1530. At 1730 the nurse noticed that the entire bag had infused. Labs were ordered by doctor. No other medical intervention occurred. No harm to patient was reported as a result of event. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.